Event description:
Per complaint (B)(4), the screw of a healing collar broke within a dental implant during clinical procedure. The implant was explanted two years after initial placement. Inflammation was reported.